Event description:
It was reported that the patient was hospitalized due to recurrent partial seizures. It was reported that medication was adjusted. Attempts to obtain additional information have been unsuccessful to date.